Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
During (B)(4) review of (B)(4), this complaint was found and had not been reported to us previously. It was reported the 4fr arrow simplicity introducer sheared off distally when it was removed from a nitrex guidewire. A 6.5 portion of the introducer sheared off. It was unable to be visualized under fluro so a CT scan was ordered. The t scan was unable to detect any radiopaque foreign body other than the left sided PICC, right jugular catheter and an et tube.